Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119627. Medical device expiration date: 2023-11-20. Device manufacture date: 2020-11-17. Medical device lot #: 21029626. Medical device expiration date: 2024-02-12. Device manufacture date: 2021-02-09. Investigation summary: no photo or product was returned by the customer. The customer complaint that when product is attached to IV catheter and attached to syringe, unable to inject; tubing is blocked could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no sample was returned. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter.

Event description:
It was reported that 2 largebore 8 inch ext vlv was clogged. The following information was provided by the initial reporter: when product is attached to IV catheter and attached to syringe, unable to inject; tubing is blocked.